Event description:
It was reported that during a laparoscopic colon procedure, there was post-operative bleeding and re-operation because of extreme bleeding out of the anastomosis. The distal resection end had been stapled, the proximal end provided with a purse-string suture. Closure and firing of the device went without difficulties. The donuts were complete. About 6 hours postoperatively arterial bleeding from the anastomosis was noticed that made transanal revision and blood transfusion necessary.